Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device intermittently fails to charge. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca. The therapy pca was replaced and the device passed all performance assurance testing. The device remains at the customer site. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a known working test fixture, the device failed operational testing and subsequently displayed a shock equipment error message and a red x symbol in the rfu window. Further testing showed that the component triggered a series of charge shock failures during therapy testing. An inspection of the therapy pca identified that pins on transformer t5 were lifted. Once the pins were resoldered, the device passed all testing. Upon conclusion of the evaluation, the therapy pca was found to be faulty due to a lifted pins on the transformer t5.

Event description:
It was reported to philips that the device intermittently fails to charge. There was no patient involvement.